Event description:
It was reported that the ilet touchscreen was unresponsive on the lock screen and the unlock slider could not be activated, while the wake button and cartridge icon responded, and attempts to restart via the ilet app and remove a screen protector did not resolve the issue. Symptoms included no clinical signs, symptoms, or conditions, and glucose remained stable. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen issue consistent with a key or button not working, with software problem indications noted when a firmware update prompt could not be confirmed due to the unresponsive screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The patient was instructed to continue using cgm through the dexcom app or receiver.